Manufacturer narrative:
Section a2: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log files confirmed the reported low speed/pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The submitted system controller log file data showed that multiple low speed events with pump speeds almost half of the set speed were recorded on (B)(6) 2019, resulting in low speed advisory alarms. In addition, a low speed/pump stoppage event was recorded on (B)(6) 2019, which was associated with low speed advisory/hazard, low flow hazard, and driveline disconnected alarms. All of the captured low speed/pump stoppage events only occurred while the system was connected to the power module or mpu and appeared consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm the suspected wire damage. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 20.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. The outer silicone sleeve and clear bionate layers showed no evidence of damage. Areas of severe breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with over five years of use. Visual inspection of the underlying wires found them to be unremarkable with no evidence of kinking, twisting, or notable insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Information provided indicated that the patient was issued an ungrounded patient cable. The clinical consultant reportedly reviewed the driveline x-rays onsite and noted that the images were unremarkable. Following the distal end driveline replacement, the patient was reportedly placed on a regular grounded patient cable and no alarms occurred. The patient was expected to be observed for 24 hours in the hospital and then discharged. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 5 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that on (B)(6) 2019 the hm ii patient experienced (3) low speed advisory alarms while he was sleeping last night while hooked up to his power module. The customer submitted the patient log file and stated that the patient's set speed was 9000rpm and that the speed dropped down to 5000rpm. Tech service representative confirmed the alarms reported by the customer and stated that the this type of behavior is typically related to potential issues with the percutaneous lead. It was recommended that the patient remain on battery power (ungrounded) until further investigation. Tech service representative requested x-rays for further analysis. No other alarms, malfunctions, or events were noted.